Event description:
It was reported to philips that the system could not perform 3d positioning. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was aborted. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not perform 3d positioning. Review of the system log file showed that there was an error in longitude potentiometer. To resolve this issue, fse replaced ad7(nt) longitudinal potmeter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.